Event description:
It was reported that the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at several places along the lead body. The proximal coil was melted and fractured at 20.0 cm and 59.5 cm from the connector pin.the proximal insulation and the filars of the proximal coil were damaged at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.